Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an over delivery alarm. Customer blood glucose was 19 mg/dl. The user alleged that the insulin pump was over delivering of the insulin because performed correction without having to. Customer was treated with glucagon shot for low blood glucose. The reservoir will not be returned for the further analysis.